Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
Upon receipt of the device, incoming inspection by terumo subsidiary detected a piece of hair (approximately 13cm in length) packed with the soft flow cannula product in the peel pack. There was no patient involvement.